Event description:
A malfunction alarm was reported with no notable events preceding it. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.